Event description:
Heartware left ventricular assist device (lvad) patient presents with near syncope and fall in the setting of hemoglobin 5.0, international normalized ratio (inr) 5.1, and + occult stool; resulting in right humeral head and right hip fracture requiring surgery. Anemia presumed due to gastrointestinal blood loss and high inr. Two units blood transfused. Endoscopic evaluation included egd which did not reveal bleeding source. Heparin to coumadin bridge completed prior to discharge. Aspirin therapy decreased from 325 to 81 mg.